Manufacturer narrative:
Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to change the patient's posture, the ht70 ventilator's alarm did not sound despite the "tube" being removed. It was also reported that the unit's clock was fast and has advanced significantly. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Correction to section d9 return date. Correction to section h6 evaluation code, result and conclusion. Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator's alarm did not sound despite the "tube" being removed. It was also reported that the unit's clock was fast and has advanced significantly. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported event. The secondary issue of reported event fast clock was confirmed and was due to faulty lithium coin battery while the unit had no other faults. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. A failure was isolated to the faulty lithium coin battery. However, the reported condition was not able to be duplicated. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.